Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their reservoirs were leaking at the reservoir barrel. The customer stated they used 6 reservoirs from the same lot with similar issues. No harm requiring medical intervention was reported. Troubleshooting was not completed as the reservoirs had been discarded. The reservoirs will not be returned for analysis.